Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced signal acquisition issue. Readings through hf sensor were observed negative. Replacement patient electronic unit was sent to the patient for troubleshooting to no avail. Sensor may be recalibrated at a later date to address the issue.